Manufacturer narrative:
This report is being filed to provide additional information. Additional investigation: the customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release.

Manufacturer narrative:
This report is being filed to provide additional information. Updated root cause: based on the available evidence, the rdf does not point to a root cause for the signals for hemolysis; however, it is believed that hemolyzed blood was present at the onset of the run based on the rbc detector signal previously described in the investigation. Additionally, the optia device was found to be operating as intended and the likelihood of a disposable set defect contributing is low. This is evidenced by successful disposable prime as well as the lack of inlet, return, and centrifuge pressure alarms prior to the first ¿cells were detected in plasma line from centrifuge¿ alarms and for the duration of the procedure. If these alarms had occurred, it would suggest some sort of restriction or occlusion in the inlet line, return line, or the rbc line in the centrifuge that could have contributed to the occurrence of the hemolysis. Other possible causes for the hemolysis signals may include but are not limited to, patient blood physiology and diagnosis - improperly prepared replacement fluid - incorrect prime fluid.

Manufacturer narrative:
This report is being filed to provide additional information. Additional information: during customer follow-up, the customer stated that they loaded a new tpe set and the patient successfully completed the procedure. Per the customer, they did not observe hemolysis during the procedure.

Event description:
Due to (B)(6) privacy laws, the customer was unable to provide any identifying patient information.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Root cause: review of the rdf indicated the possibility of hemolysis during this procedure, as the first ¿cells were detected in plasma line from centrifuge¿ alarm appeared approximately 2 minutes into the procedure and persisted for the duration. It is likely that hemolysis occurred because the spike in ratio was observed shortly after the patient was connected and the procedure started. Furthermore, the interface aim images showed no signs of clumping and the interface stayed low in the connector throughout the procedure indicating a true rbc spillover did not occur. Therefore, it is suspected that hemolysis was the most likely cause of these alarms. The rdf does not point to a root cause for the hemolysis; however, it is believed that hemolyzed blood was present at the onset of the run based on the rbc detector signal previously described. Additionally, the optia device was found to be operating as intended. Other possible sources of hemolysis may include but are not limited to, patient blood physiology and diagnosis, improperly prepared replacement fluid, or incorrect prime fluid.

Event description:
The customer reported that approximately 17 minutes into a therapeutic plasma exchange(tpe) procedure,they received multiple alarms including 'red blood cell (rbc) detected' alarms. While the operator was troubleshooting, no red blood cells were observed in the plasma line. The operator was unable to continue the procedure due to the alarms. The operator aborted the procedure with rinseback. Patient identifier and age are not available at this time. Patient's gender and weight were obtained from the run data file (rdf). Patient outcome is not available at this time. The therapeutic plasma exchange set is not available for return because it was discarded by the customer.